Manufacturer narrative:
Additional information was requested. Should additional information become available, the report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned for an unknown reason. A new ra lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--